Event description:
It was reported that the patient experienced a cerebral hemorrhage. The patient was operated on (B)(6) 2011 but developed a hemorrhage left frontal. The deep brain stimulator (dbs) electrodes were explanted, the patient also showed a putrid skin irritation around the skin of the burrhole. On (B)(6) 2012, the patient was re-implanted. The event resulted in hospitalization or prolongation of hospitalization. The event was possibly or certainly related to the surgery. The outcome was resolved with sequelae.

Manufacturer narrative:
Concomitant products: product ID 3389-28, lot # 0205302431, implanted: (B)(6) 2011, product type lead; product ID 3389-28, lot # 0205302430, implanted: (B)(6) 2011, product type lead. (B)(4).